Manufacturer narrative:
(B)(4). A percuflex plus stent was returned for analysis and found that a part of the shaft with the bladder pigtail detached. The proximal section (bladder pigtail) and the suture string were not returned for analysis. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that an percuflex plus stent was used during an ureteral stenting procedure in the right ureter, performed on (B)(6) 2019. According to the complainant, during unpacking, the physician noticed that the coil the stent was detached. Another percuflex plus stent was opened and successfully completed the procedure. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. Investigation results revealed the stent shaft was broken, therefore this event has been deemed an MDR reportable event.